Event description:
An unspecified issue was reported with the adc device. Customer reported the sensor would not link and she was therefore unable to obtain readings. As a result, customer experienced symptoms described as nausea, sweating, and slurred speech and called paramedics. Upon their arrival, paramedics obtained a customer glucose reading in the "40's" and she was provided juice and yogurt as treatment. Customer was monitored until blood glucose levels stabilized. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered is based on customer's report of "around 1st of march." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device. Customer reported the sensor would not link and she was therefore unable to obtain readings. As a result, customer experienced symptoms described as nausea, sweating, and slurred speech and called paramedics. Upon their arrival, paramedics obtained a customer glucose reading in the "40's" and she was provided juice and yogurt as treatment. Customer was monitored until blood glucose levels stabilized. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However, without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.